Event description:
Related manufacturer reference number:2017865-2024-03659. Related manufacturer reference number:2017865-2024-03661. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiac arrest, heart failure and protein calorie malnutrition. No additional information was reported.

Manufacturer narrative:
The lead was retuned due to patient death. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found at the connector portion which is consistent with procedural damage. Visual inspection of the lead was normal with no anomalies found.